Event description:
Manufacturer ref # (B)(4).

Manufacturer narrative:
It was reported that the ventilator generated a technical alarm indicating a failure in the turbine module. The reported ventilator device was investigated on site and the fault was isolated to the turbine module which was replaced and returned for investigation. After the turbine module was replaced, the ventilator passed pre-use check and was cleared for clinical use. An evaluation of the received device logs could confirm the event with technical error regarding the turbine module. Simulated use testing of the received turbine module could not reproduce the described customer issue with the technical error for the turbine module. The ventilator passed pre-use check with the received turbine module installed. Ventilation on test lung for one week could not reproduce the described customer issue with technical alarm regarding the turbine module. A defective turbine module may lead to a stop of air supply during ventilation. When this error occur, the device will automatically switch to 100% o2 supply. If no o2 is available, the issue will lead to stop of ventilation. The conclusion in this matter is that the reported issue was caused by a faulty turbine module. The root cause of the turbine failure has not been determined by this investigation.

Event description:
It was reported that the ventilator generated a technical error indicating a turbine module failure during ventilation. There was no patient harm. Manufacturer's ref. #: (B)(4).